Manufacturer narrative:
Failure analysis on the pictures provided of the balloon separation reported: two pictures of an unknown maxi were received for analysis. The picture shows a balloon burst and balloon separation. Based on the pictures, the failures reported by were confirmed. The exact cause of the failures could not be conclusively determined. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. It is unclear if the product will be returned for analysis. A device history record (DHR) review and additional information are pending, and will be submitted within 30 days upon receipt.

Event description:
According to the sales rep, it was reported that a 14x60mm maxi ld balloon ruptured at 4 atmospheres and separated into two pieces, "and possibly some smaller loose balloon pieces." It was reported that the balloon part that separated was stuck on the catheter when the balloon catheter was retrieved. The patient did not suffer from any kind of injury as a result of the malfunction. The target lesion was located in the iliac artery. The lesion was severely calcified and severely tortuous with 80-90% restenosis. A 14x60mm maxi ld balloon catheter was inserted and inflated at the target lesion. The balloon was inflated to 4 atmospheres when the balloon ruptured and separated into two pieces, and possibly some smaller loose balloon pieces. Resistance was met in the vessel and the guide catheter while withdrawing the device. When the device was retrieved, the separated part of the balloon was found "stuck on the catheter", and therefore was successfully retrieved. The patient did not suffer from any kind of injury as a result of the malfunction. The patient is currently in stable condition.

Manufacturer narrative:
The physician is unsure if the balloon was caught on the lesion or not, but it was in the area of the lesion. Complaint conclusion: as reported, a 14x60mm maxi ld balloon ruptured at four atmospheres and separated into two pieces "and possibly some smaller loose balloon pieces." It was reported that the balloon part that separated remained stuck on the catheter when the balloon catheter was retrieved. There was no patient injury reported. The target lesion was located in the iliac artery. The lesion was severely calcified and severely tortuous with 80-90% restenosis. A 14x60mm maxi ld balloon catheter was inserted and inflated at the target lesion. The balloon was inflated to four atmospheres when the balloon ruptured and separated into two pieces. Resistance was met in the vessel and the guide catheter while withdrawing the device. When the device was retrieved, the separated part of the balloon was found "stuck on the catheter", and therefore was successfully retrieved. The patient did not suffer from any kind of injury as a result of the malfunction. The patient is currently in stable condition. Additional information noted, ¿the physician is unsure if the balloon was caught on the lesion or not, but it was in the area of the lesion.¿ two pictures of an unknown maxi were received for analysis. The picture shows a balloon burst and balloon separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the pictures, the failures reported ¿balloon burst at/below rbp¿ and ¿balloon separation¿ were confirmed. The exact cause of the failures could not be conclusively determined. Based on the information available for review, there are vessel characteristics (severely calcified, severely tortuous, 80-90% restenosis) and procedural factors (balloon may have caught on the lesion) which may have contributed to the reported issues. Neither the information provided nor the DHR suggests that the reported difficulties could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.